Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began 2-3 months prior to contacting lfs and has been reoccurring. The patient stated that she obtained an unknown message which she felt specified that she should use another test strip. The patient reported that she manages her diabetes with insulin pump therapy and reported that she decreased her dose of medications by an unspecified amount in response to the alleged product issue. The patient reported that on an unspecified time after the alleged product issue began she developed symptoms of ¿sweating and not acting normal¿. The patient stated that at (B)(6) she was admitted to ER and received a glucagon injection as treatment from a healthcare professional (hcp). She reported that she obtained a blood glucose result on the ER meter, however, was unable to recall the result. At the time of trouble shooting, the cca walked the patient through a retest and the issue was resolved. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led them to develop signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. Additionally, the patient received treatment from a healthcare professional for an acute complication of hypoglycemia.